Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information. Suspected false asystole episodes with sharp non-physiological deflections followed by a gradual return to baseline at the onset and/or end of the ECG which is consistent with loss of electrode contact. (B)(4)

Event description:
It was reported that the implantable cardiac monitor (icm) was not sensing the asystole episodes. It was noted that troubleshooting was performed. The icm remains in use. No patient complications have been reported as a result of this event.